Manufacturer narrative:
(B)(4). The sample was not returned; however, one photo was provided for evaluation. The photo displayed a dilator/sheath assembly. No defects or anomalies could be detected. The IFU provided with this kit cautions the user, "do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." The customer report of the dilator left in the sheath was confirmed by evaluation of the reported issue. The IFU provided with this kit cautions the user, "do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." Based on the customer description, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Editor of the apsf newsletter (anesthesia patient safety foundation) received a letter from a physician describing a human error when using the ric arrow set. The operator failed to remove the venous dilator, and incorrectly attached one limb of the belmont rapid infusion tubing directly to the ric dilator. The belmont infusion system ran smoothly, and high-pressure alarms were not triggered despite infusion rates up to 400 ml/min. Patient positioning was re-confirmed throughout the extended operation, and no swelling, edema, or signs of vascular extravasation were noted in the affected limb. It was only upon transport to the ICU the next day that the right arm noted to be edematous secondary to an infiltration associated with the ric dilator. The ric system was removed, and the dilator was confirmed to have been left in place within the 8.5 f catheter itself. The preloaded dilator-catheter assembly of the ric system allows for efficient large bore peripheral venous access in patients. However, its pre-assembled dilator/ catheter design led to a misunderstanding by the anesthesia provider in this case; thus, the entire assembly was incorrectly left in vivo. The luer-lock connection to the vascular dilator was interpreted as 'confirmation' of this (erroneous) assumption of where to connect the IV tubing. The event resulted in no permanent injury to the vascular system or soft tissue of the patient's arm.

Manufacturer narrative:
(B)(4).editor, (B)(6).

Event description:
Editor of the (B)(6) received a letter from a physician describing a human error when using the ric arrow set. The operator failed to remove the venous dilator, and incorrectly attached one limb of the belmont rapid infusion tubing directly to the ric dilator. The belmont infusion system ran smoothly, and high-pressure alarms were not triggered despite infusion rates up to 400 ml/min. Patient positioning was re-confirmed throughout the extended operation, and no swelling, edema, or signs of vascular extravasation were noted in the affected limb. It was only upon transport to the ICU the next day that the right arm noted to be edematous secondary to an infiltration associated with the ric dilator. The ric system was removed, and the dilator was confirmed to have been left in place within the 8.5 f catheter itself. The preloaded dilator-catheter assembly of the ric system allows for efficient large bore peripheral venous access in patients. However, its pre-assembled dilator/ catheter design led to a misunderstanding by the anesthesia provider in this case; thus, the entire assembly was incorrectly left in vivo. The luer-lock connection to the vascular dilator was interpreted as 'confirmation' of this (erroneous) assumption of where to connect the IV tubing. The event resulted in no permanent injury to the vascular system or soft tissue of the patient's arm.